Manufacturer narrative:
The device was returned for investigation. No non-conformities were identified or reported during the inspection of the device. The angiogram images were obtained and confirmed the manta device marker was located far from the access site. Based on the information submitted, following a tavr, a 18f manta was deployed in the right common femoral artery for closure. The vessel size was 6.9 x 9.5mm with mild posterior wall calcium. Deployment depth was measured at 3+1. An angiogram revealed a tract deployment. Manual pressure was applied, and a contralateral balloon was inflated to tamponade. The surgeon opted to a surgical cut down, isolated the bleed, explanted the manta device, and revascularized the artery. A post-angiogram showed no vessel damage with brisk flow. It is inconclusive the cause of how the manta device was deployed into the tissue tract. It was noted a value and a sheath, od of sheath 24.6f; was delivered during the initial procedure. This sheath is extremely large and may have caused the vessel to be stretched or torn which possibly contributed to an inaccurate depth measurement. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU: risk documentation was reviewed; and tract deployment is a known risk. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure requirements: if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. Confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Event description:
As reported: this was a tissue track deployment that required a surgical cutdown to remove manta components and to revascularize the right common femoral artery. Additional information received 29oct2020 medical intervention: during post angiogram of manta deployment, it was determined that a track deployment had occurred. Manual pressure was provided to tamponade the rfa immediately. Wire access was maintained on the right side, a 10mm x 15mm pta balloon was brought up and over from the contralateral side and placed in the right iliac artery proximal to the rfa to provide balloon tamponade. At that time manual pressure was released externally. No external bleeding noted. A surgical cutdown was performed and the rfa was isolated within 3 minutes. All manta components were removed (suture, anchor, collagen, radiopaque lock). Post cutdown the pta balloon was removed along with wires. Post angio showed no vessel damage with risk flow. The patient was transferred to the pacu in the standard fashion in stable condition. Total time from skin to skin during the cutdown was approx. 10 mins.